Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned balloon catheter found blood in the guide wire lumen, consistent with being advanced into the anatomy. The balloon was loosely folded, suggesting that positive pressure had been applied. There were two kinks in the inner member 7 mm and 1 cm proximal to the distal balloon marker. There was no other damage noted to the balloon catheter. During functional testing, the reported leak was confirmed. A new indeflator filled with water was used in attempt to inflate the balloon to rated burst pressure (rbp), when it was observed that fluid was leaking out from the distal end of the tip. After the tip was plugged with a .019 inch pin gauge and the guide wire port of the hub was plugged with a stopcock at the off position, the balloon was inflated to rbp with no anomalies noted to the balloon; however, there was a tear observed in the inner member 3 mm proximal to the distal balloon marker, for a length of .5 mm. The material at the tear was lifted and jagged. Judging by the characteristics of the tear, it may be possible that the proximal end of the guide wire punctured the inner member during back loading. It may be possible that the inner member kinked at the location of the tear during backloading of the guide wire causing the guide wire to puncture the lumen. This scenario is also consistent with the kinks noted on the inner member at this location. To ensure this type of damage is not a result of a potential manufacturing related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. In this case, there was no leak noted during preparation prior to use, further suggesting that the damage likely occurred during back loading of the guide wire. A review of the lot history records did not reveal any nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. There is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a 90% stenosed graft of a dialysis shunt. The fox balloon catheter was advanced and inflated; however, during the first inflation of 10-12 atmospheres, the balloon was thought to have ruptured. The balloon catheter was removed, and it was noted that the inner member was ruptured. Further dilatation was performed with a non-abbott balloon. There were no adverse patient effects reported. It was noted that the inner member was stretched and the inner diameter of the inner member appeared smaller than the other areas. No additional information was provided.